Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result. Invalid result. The user stated that the cassette did not produce a control (c) line. The user confirmed that they performed the test procedure correctly. The user stated that they disposed of the test kit prior to contacting acon labs, so they are unable to provide the lot and expiration date or provide pictures of the test. The user stated that they did not remember where the kit was purchased.